Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 494 mg/dl and it was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. The customer changed the site and primed the tubing to remove air bubbles.